Event description:
Following a breast biopsy procedure physician observed that the tip of the gel mark ultra applicator had sheared off when they removed it from the mammmotome probe. It is not known if the tip remains in the patient's breast. There was no patient adverse effect.